Manufacturer narrative:
Concomitant product(s): a 4592-45 lead, implanted: (B)(6) 2004. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that over the last few months the right ventricular (rv) lead thresholds had begun to rise ultimately becoming high and unstable. The lead was capped and replaced. No patient complications have been reported as a result of this event.